Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported the fiber worked fine for the first treatment. Thirty seconds into the second treatment (lateral lobel) the "diffuser fault" error was displayed. The surgeon had a good deep stick and did not move the scope. After examining the fiber, the rep could see the marker light visible all the way to the second depth marker. The fiber was changed and the case completed. There was no consequence to the pt. 10/22/1998: during the analysis of the inquiry, the heat shrink marker was observed to be damaged, in and of itself considered a malfunction.